Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the cartridge for 3 days using humalog insulin. Tandem technical support (cts) informed customer that wearing the cartridge for 3 days with humalog insulin. Is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.